Event description:
It was reported that approximately a week after use of the farawave pulsed field ablation catheter, the patient experienced liver failure. The device is not expected to be return as it was disposed. No further information was provided. It was further reported that the event occurred about a week after the persistent atrial fibrillation (off-label use) pulse field ablation (pfa) procedure. The event was not specific to the farawave catheter, but it was related to the procedure in general. The patient passed away at the end of (B)(6) 2024 due to liver failure. The physician shared she did not think it was due to the pfa procedure.

Manufacturer narrative:
Additional information added to describe event or problem, impact codes, and type of reportable event. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. The exact cause of the patient death was unknown.

Event description:
It was reported that approximately a week after use of the farawave pulsed field ablation catheter, the patient experienced liver failure. The device is not expected to be return as it was disposed. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.